Manufacturer narrative:
Livanova is reporting this case in a conservative manner.

Event description:
The manufacturer was notified on september 1, 2016 of the following case: an aortic valve replacement (avr) with mitral valvuloplasty (mvp) using 28mm annuloflo ring was performed on the patient. The mitral valve was done first and then the aortic valve. After determining the size of the perceval valve to use on the patient, the valve was obtained and prepared for the avr. The nurse had issue collapsing the valve as the outflow portion of the stent was not lined up straight and one portion of the inflow was folded over itself, making one set of the sinusoidal struts touch each other. The same valve was attempted to be collapsed again the same issue occured. A second perceval size 23 valve was then used and collapsed successfully. The valve was deployed and ballooned and no problems were detected in postoperational echo. No information regarding additional x-clamp time was provided.